Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. Device evaluation found the shaft is fractured. Fractured surface does not show faulty material. The torn material leads to the conclusion, that either very high torque was applied or that the tool was not fixed in its correct position.

Event description:
In this even it was reported that an ev implant driver broke off in implant during treatment of a (B)(6) years old female patient. The session could not be completed successfully.